Event description:
The manufacturer received information alleging a ventilator was continuously alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A failure of the device to power on was observed. The device's system board was replaced to address the issue.